Event description:
Healthcare professional reported right side exchange to smooth implants. Healthcare professional later reported gel fracture and rupture. The device has been explanted.

Manufacturer narrative:
Health effect impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Gel fracture: no observed anomalies in the gel. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side exchange to smooth implants and rupture. Device has been explanted and replaced.